Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 8.30 am. The customer blood glucose level was 250 over 600 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection also intravenous insulin for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and positive result in the ketones. Customer did allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using care link. Device communicated properly with the glucose sensor simulator and the guardian link. No insulin pump or sensor communication anomaly, calibration anomaly or change sensor alarm noted. Device had minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked retainer. (B)(4).